Manufacturer narrative:
Phone not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's battery failed during an operational test. The device was not in use on a patient.